Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of intermittent loss of capture and syncope.

Manufacturer narrative:
At this time, the pacemaker has been returned but analysis is not yet completed. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient experienced syncope resulting in a fall. There was reportedly loss of capture that was positional; capture resumed when the patient was rolled over. The patient was taken to the hospital via life flight. It was suspected but not confirmed that the intermittent loss of capture was due to micro-dislodgement of the right ventricular (rv) lead. The rv lead was explanted and replaced. The physician elected to explant and replace this pacemaker as well, as the root cause of the reported issues had not been definitively confirmed. No additional adverse patient effects were reported.